Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-70, serial / lot #: (B)(4)/392566 description: linear 3-6 lead, 70cm.

Event description:
A report was received that the patient's lead was too shallow under her skin causing uncomfortable stimulation described as a "shocking feeling." The patient underwent a lead revision in which the lead was placed to a deeper level under the tissue. The patient was doing fine after the procedure.